Manufacturer narrative:
Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues could be investigated for the affected rp2 panel lot due to insufficient information provided. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record (B)(4).

Event description:
On november 30, 2022, genmark was advised of unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022, that occurred during correlation testing. Two samples generated negative results for sars-cov-2 on the rp2 assay meanwhile a cobas sars-cov-2 assay generated positive results for both samples. The customer did not provide the lot number or accession ID therefore run and lot analysis cannot be completed. On december 5, 2022, genmark requested additional information regarding the samples in question, however, further information was not disclosed.